Event description:
A pt implanted with bi-ventricular assist devices (bivad) in 2003, developed starlike cracks around the set screw holes on the inlet/outlet ports of the right (rvad) and left (lvad) devices. This report concerns the lvad. The crack has traveled from the set screw through the treads of the cap ring opening, it was reported silicone oil was leaking from this crack. The vad was secured by wrapping it with esmark bandages and foam tape. The pt has received a heart transplant.